Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional confirms that a fragment from the anterior of the post feature fractured off. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required wear and damage of the instruments due to use occurs overtime and is addressed in package insert instrument/provisional use, care and sterilization definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that device were found fractured during inspection process of trays. There were no reports of issues from the sales reps.